Event description:
Customer reported that an 840 ventilator was inoperable while on a patient. The patient was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the inspiratory module, mother printed circuit board (pcb) including blindmate cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).